Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on cover unit, water tightness is lost cover unit is deteriorated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because coupler unit is fallen off, the coupler comes off from the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water tightness is lost due to damage on cover unit and coupler unit comes off from the scope. There was no patient involvement.